Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Approximately six days after starting impella mcs, the patient was cannulated for venovenous extracorporeal membrane oxygenation (vv ECMO). During vv ECMO cannulation a high purge pressure alarm on the impella was encountered. The team checked that all purge connections were secure. Impella connect was reviewed and noted there was a sudden spike in motor current before alarm occurred. Issue was resolved without any intervention. Impella support continued. The following morning, the patient experienced atrial fibrillation. It was noted the patient was cardioverted the day prior. The next day, the patient was successfully weaned and impella device was explanted at bedside. The patient was then taken for trach placement and remained on vv ECMO.

Manufacturer narrative:
No product was returned for evaluation. Only event logs were returned. Arrythmia: clinical details noted that patient was cardioverted but was back in a-fib the following morning. No more clinical details were provided. In order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. High purge pressure: data logs were reviewed and a sudden motor current spike with speed deviation at time of spike in purge pressure to 1000mmhg. A "high purge pressure" alarm was triggered and purge pressure remained high for approximately 7 minutes before slowly resolving to normal purge pressure range over approximately 4 hours. At time of motor current spike, pump flows become briefly saturated at time of hpp alarm and is able to resolve over a few minutes. Clinical details noted that high purge pressure alarm was spiked during vv ECMO cannulation. Impella connect showed a motor current spike prior to alarm. Issue was able to resolve without intervention. The cause of the high purge pressure was due to biomaterial ingestion based on returned data log analysis and clinical details. Pump sn (B)(6) passed all post-sterile inspection checks.